Event description:
A ventilator was returned for service for technical evaluation. The device was not in patient use. There was no harm or injury reported. During the evaluation of the device at the service center, and it was observed that the device's start screen had frozen, the display circuit board was replaced to address the issue. Additionally, an error code was observed in the error log, and the flow sensor was replaced to address this issue, which is not related to the reportable malfunction. The device was cleaned, and successfully tested and calibrated.